Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure, treating a lesion in the right coronary artery (rca). The balance middleweight universal guide wire was used and three stents were implanted, one of which was a 2.75 x 15 mm xience alpine. The guide wire was removed with resistance and angiography noted that the tip of the guide wire was trapped in the struts of the xience alpine stent and separated, remaining in the patient anatomy. It was thought that the guide wire tip caught on a stent strut and separated when the guide wire was removed from the anatomy. The guide wire tip was against the side of the stent and additional balloon inflations were performed to hold the wire fragment in position. No additional attempts were made to remove the separated tip. Post procedure, the patient remained stable, with no coronary compromise. No damage occurred with the implanted 2.75 x 15 mm xience alpine stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The manufacture and expiration dates are reported as unknown because 2 potential lot numbers were provided; therefore, the information is as follows: lot: 7062171, date of manufacture: 06/21/2017, expiration date: (B)(6) 2019. Lot: 7041771, date of manufacture: 04/17/2017, expiration date: (B)(6) 2019. Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although the reported entrapment of the device component could not be replicated in a testing environment as it was based on operational circumstances of the procedure. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from these lots. The investigation determined the reported difficulties and treatments to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.